Manufacturer narrative:
Continuation of d10: product ID 3058 lot# serial# (B)(6), implanted: (B)(6), product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient called to report that their device was turned off because it was not working properly. The patient stated that they were experiencing zapping or electrical shock sensations while the device was turned on.

Manufacturer narrative:
Continuation of d10: product ID 3058 lot# serial# (B)(6), implanted: (B)(6) 2013, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that both stimulators were shocking them. There was some electric poles in the area. They thought they were both off but apparently not. They reported that other than the "shocking" incident, the devices were responding to the "off" position. When they contacted the consultant, they made sure that both devices were turned off. It was unknown if the cause was normal battery depletion. The cause of the device not working was unknown. The most likely cause of this issue was due to the electrical wires overhead. Steps taken to resolve this issue were that the manufacturer was notified and they made sure both stimulator units were turned off. The issue had been resolved.